Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor was not adhering or sticking. Troubleshooting was done. Customer reported that his sensor broke down and we sent new one. Customer stated had to use manual injections. Customer stated went to the hospital due to high blood glucose. Customer was wearing the insulin pump at the time of hospitalization. No further information provided.